Event description:
It was reported that on the day of the report the doctor was attempting to implant the patient and the lead introducer went into the sheath. The doctor stated that it deflected and the stylet went through the sheath and the doctor aborted the case. The doctor stated that the patient had two other back surgeries and the patient had a lot of calcification. The reporter stated that the doctor had trouble getting the trocar out and with fluoroscopy they could see the deflection. The reporter stated that it went out lateral due to the calcification. The following day it was reported that no lead was placed.

Manufacturer narrative:
(B)(4).